Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump on two occasions alarmed that it detected movement in the hall sensor count that was unexpected since the pump did not command motor movement. The pump also alarmed that a broken force sensor was detected during seating or regular delivery among other related alarms. The customer¿s blood glucose level was 110 mg/dl at the time of the incident. The customer's pump was exposed to a magnetic resonance imaging machine before it started getting the errors. Troubleshooting was completed but the customer believes the pump is over delivering since they keep getting low blood glucose levels. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.